Event description:
Catheter was revised due to blockage. When explanted, it appeared that the bioglide on the catheter was peeling. This occurred with approx six catheters (MFR report 2021898-1998-00103 - 2021898-1998-00108). The dr uses an iodine tincture pre-soak.